Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient's stimulation was a little too strong last night and when she went to decrease stimulation the programmer was not working. During the call, the patient used the patient programmer (pp) and could only get to the medtronic splash screen. Patient services reviewed that the patient could try replacing the programmer batteries. The patient stated that they will go to the store and get new pp batteries. The patient noted that the implant has worked wonderful for her interstitial cystitis. No further complications were anticipated/reported.